Event description:
It was reported that error messages were received when interrogating the device and was unable to communicate via bluetooth telemetry. No further intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The reported event of the programmer reporting an error when attempting to run a threshold test was reported to abbott. The device was no returned for analysis; however, device records were reviewed by an abbott software engineer who confirmed the root cause of the issue is that quickopt is recommending an av delay value outside of the programmable range which is subsequently programmed into the device.